Manufacturer narrative:
Product event summary: initially, the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Elective replacement indicator (eri) on (B)(4) 2013, alert on the same day. Beginning the week ending (B)(4) 2013, a sudden drop in voltage is seen, from 3 v to eri in 2 weeks. No corresponding therapies are observed. Subsequently, the device was returned and analyzed. Analysis of the returned device was inconclusive.

Manufacturer narrative:
Product event summary: further testing of the returned device indicated shorting/low impedance in the battery.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had a rapid decrease in battery voltage. The voltage went from 3.00 on 2013-(B)(6). The device was explanted and replaced. No patient complications have been reported as a result of this event.